Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 210 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.